Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an air leak was observed at the connection of the mac-loc and hub on a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. This device failure was found upon insertion in the abdomen for an abscess drainage. A second device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in used condition with the metal cannula fully inserted into the catheter. No surface damage was noted on the device. The distal portion of the catheter appeared yellow in color, however there did not appear to be any other biological matter apparent on the device. The additional complaint catheter was discarded by the customer due to contamination. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. Tug and twist tests revealed that the proximal assembly was secure, however the catheter tubing was noted to be freely able to rotate within the cap, indicating that the flare was not fully compressed. Upon removal of the cap, the suture string was found slightly wound in the threads. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined whether the flare was manufactured to specifications. The device was found to be out of specification during a dimensional analysis, as the number of threads showing on the adapter exceeded manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there was one other complaint associated with this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was determined to be manufacturing related. The connector cap was not torqued onto the mac loc hub adequately. Appropriate measures are being taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.